Manufacturer narrative:
Reservoirs performed a visual inspection and found reservoir with excessive fluid mentioned by customer is the silicone applied during manufacturing. Unable to performed leak test; the reservoir returned with broken neck during submit samples to drug systems dept. Remaining reservoir found with proper fluid, during test; also, performed pre-fill test to reservoirs. No leaks were observed during analysis. Also inspected reservoir 's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care provider reported via phone call that the reservoirs previously contained fluid, then did not. Caller stated that they did not believe the reservoirs had been used. Blood glucose level at the time of the incident was not provided. The caller was advised that the reservoirs would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.